Manufacturer narrative:
(B)(4). ] investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0168559. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned, and retention samples performed within product specifications. Root cause description: unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd" prn adapter had a loose connection during use and the silica gel fell off. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the heparin cap is connected to the PICC, the silica gel fell off, affecting 1."